Event description:
Discordant, falsely low sodium results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument, and two samples required corrected reports, which were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse cleaned the ion selective electrode (ise) module and replaced ise pump seals, a mixer, the buffer and waste solenoid valves, the buffer syringe, the ise stirrer, and the buffer pump mechanism. The fse then ran quality controls, which were within range. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.